Manufacturer narrative:
The cause for the (B)(6) patient result is unknown. The customer's assay calibration and quality control (qc) results were acceptable. Siemens has requested the patient sample for investigation. The instruction for use (IFU) under the limitation section states the following: "currently available assays for the detection of p24 antigen and/or antibodies to (B)(6) may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
A (B)(6) result was obtained on patient sample, and considered discordant when compared to (B)(6) test method results. The patient sample was initially (B)(6) on an alternate (B)(4) test method. The customer retested the (B)(6) sample on the advia centaur xpt (B)(4) for verification and the result was (B)(6). A new sample was drawn, tested on the original alternate test method, a second alternate test method, and the (B)(6) results were (B)(6). The new sample was tested on the advia centaur xpt and the (B)(6) result was (B)(6). The patient sample was sent to an alternate laboratory, tested on another advia centaur xpt system and alternate test method. The advia centaur xpt (B)(6) result was (B)(6), and the alternate (B)(6) test result was (B)(6). The (B)(6) result was reported. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xpt (B)(6) results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00048 on 03/08/2017 for a non-reactive advia centaur xpt hiv ag/ab combo (chiv) patient result. 06/26/2017 - additional information: siemens tested the returned patient sample. The sample resulted non-reactive on the advia centaur xp for chiv with reagent lots 117107 and 117108. The sample was then tested with the scantibodies heterophilic blocking tube (hbt tube), and there was no significant change in the result index indicating no heterophilic interferent. The sample was tested in a dilution protocol to resolve any weakly binding interferent. The dilution test conditions were not observed to be different to the undiluted sample, or dilution controls. An assay interferent was not indicated with this testing. The sample was tested for reagent solid phase reactivity which are typically in the combination format. The sample was observed to be slightly reactive to the hiv-1 solid phase only, not p24, and indicates that there are low levels of hiv-1 antibody present. The cause for the discordant non-reactive advia centaur xp chiv patient result is unknown. The patient is pregnant, and there could be placenta proteins or autoantibodies that are present in the sample that could be interfering with the advia centaur cp chiv assay. Pregnant patients are most often on multiple supplements which could also be causing interference with the chiv assay. The advia centaur xp chiv instruction for use (10629832_en rev. J, 2014-08) hiv-1 clinical sensitivity is 100% with a 95% confidence interval (ci) of 99.08-100.0%, and the hiv-2 clinical sensitivity is 100.0% with a 95% ci of 96.61-100.0%. Based on a review of complaints from may 1, 2015 to may 25, 2017, there has been 1 observed complaint for a false negative result with advia centaur chiv reagent lot 117107 of approximately (B)(4) tests sold. This would be an incident rate of 99.99% (1,768,299/1,768,300). The advia centaur chiv IFU (10629832_en rev. J, 2014-08) states in the limitation section the following: "currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." The instrument is performing within specification. No further evaluation of the device is required.